Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients pacing thresholds had increased from normal capture thresholds. The patient was not dependent and not symptomatic. Physician wanted to continue to monitor the lead. The patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received states when the patient presented to the operating room for a lead extraction procedure, loss of capture and increased pacing lead impedance measurements were observed. The lead was capped and replaced successfully. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.